Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device failed to power up and remained offline. The customer toggled the power switch on the back of the unit, plugged the device into multiple outlets, and unplugged and re plugged the power cord, but the issue persisted. The customer suspected a problem with the cord or power supply. The device was an ICU unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine did not turn on. A field service engineer discovered that the drawer controller printed circuit board (pcb) in drawer 5.2 was the cause of the failure. The fse replaced the drawer controller printed circuit board (pcb) and verified that the system operated correctly after the reboot, then tested the drawer module through hardware test application (hta) to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.